Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) was having connection issues with the transfer set and the cassette. The caregiver (cg) reported that the cassette and transfer set would not lock together; they just kept clicking and then turning. The cg taped the connection, but the connection would leak through the tape. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and a clamp function test were performed with no issues noted. The device was also used with the homechoice (hc) device in the lab for a simulation of a real therapy, but no problems were identified. Therefore, the reported issue could not be confirmed and the cause was not identified. If additional relevant information is obtained, a follow-up report will be submitted. This is the same patient as (B)(4).